Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation and/or device history review, a supplemental report will be filed.

Event description:
Material no. 328466 batch no. 5131785. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the flanges seem shorter and harder to hold, plunger rod hard to move during injection, and needle shields are hard to remove. There were three units in the lot that were in question. The following information was provided by the initial reporter: item # 328466 lot # 5131785 with 3 subjects. Flanges seem shorter and harder to hold. Plunger stopper hard to move during injection. Orange needle shields hard to remove.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the device history record was completed for batch# 5131785. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification (B)(4) noted for damaged barrel. H3 other text : see h.10.

Event description:
Material no. 328466 batch no. 5131785. It was reported that during use of the bd insulin syringe with the bd ultra-fine¿ needle the flanges seem shorter and harder to hold, plunger rod hard to move during injection, and needle shields are hard to remove. There were three units in the lot that were in question. The following information was provided by the initial reporter: item # 328466 lot # 5131785 with 3 subjects flanges seem shorter and harder to hold. Plunger stopper hard to move during injection. Orange needle shields hard to remove